Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had button issue. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that numbers for bolus were jumped from 3-30. Time was advancing. The customer was advised to replace the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No moisture/damage/unlocked lcd keypad connector during visual inspection noted. (B)(4).